Event description:
Homecare pt was being fed using a pump. 100 ml of an enteral feeding solution were hung. Reporter claimed the pump overdelivered but provided no rate infomation. Following the event, the pt vomited. There was no illness, injury or medical intervention resulting from the event. This was the second of 2 events involving this pt.

Event description:
Formula used was a reconstituted powder.